Event description:
Patient reported left side capsular contracture grade iii. The device remains implanted. Healthcare professional reported "liquid collection", "circumscribed nodule, with homogeneous enhancement and progressive curve", "contour undulations". The event "circumscribed nodule, with homogeneous enhancement and progressive curve" is not related to the device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade iii and seroma-late are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, liquid collection.

Event description:
Patient reported left side capsular contracture grade iii. The device remains implanted. Healthcare professional reported "liquid collection", "circumscribed nodule, with homogeneous enhancement and progressive curve", "contour undulations". The event "circumscribed nodule, with homogeneous enhancement and progressive curve" is not related to the device.